Event description:
A customer reported receiving an error 3, when a test strip was inserted into their freestyle flash blood glucose monitor and as a result, could not properly test their glucose. The customer also reported, the units of measure could be changed from mg/dl to mmol/l, which is an indication of the memory overwrite malfunction. Additionally, the customer reported that they were shaking, trembling, sweating and experiencing cold chills. Customer drank orange juice in order to stabilize glucose levels. She then reported falling down stairs and injuring her skull. She was transported to a local emergency room by paramedics and while at the hospital stitches were administered.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available. Customers and retailers have been informed through the adc fa16may2006 letter.